Event description:
The patient came in reporting instability and the cause is unknown. At about 1 year post-primary the surgeon upsized the liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 february 2024: lot 2245419: (B)(4) items manufactured and released on 10-feb-2022. Expiration date: 2028-01-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.